Manufacturer narrative:
With the available information, bsc concluded that the clinical observations are a known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device has not been returned; therefore, technical analysis cannot be conducted. There was no evidence that the device was used contrary to product labeling. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to insertion difficulties into the vein of a too soft guidewire. No adverse patient effects were reported.